Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was indicated that the pump was delivering compounded baclofen. The device was used in the patient and was intended for treatment. It was reported that the patient experienced tightness and itching related to baclofen withdrawal. The pump was replaced on (B)(6) 2017. It was reported that the reason for removal of the pump was device-related, due to the motor stall. It was indicated that the patient experienced a gradual loss of therapy. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No dye or rotor studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving 2500 mcg/ml baclofen at 2300 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the pump had intermittent stalls starting on (B)(6) per the event logs. The patient had baclofen withdrawal. The pump was to be replaced on (B)(6) 2017 and returned for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-26. It was reported that the pump was going to be returned that day. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable pump (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stalls. If information is provided in the future, a supplemental report will be issued.